Manufacturer narrative:
Product analysis device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The device returned with the external slider in the home position. Severe kinks were observed on the graft cover 7.4cm and 9.3cm from the graft cover tip. Deformation was visible to the graft cover tip. On deployment of the graft deformation was observed to the spiral tubing at the kink sites. The stent stop was deformed at the kink site. The deployed graft length was measured at 92mm. The reported dimensional deviation could not be confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was attempted to be implanted in the patient for the endovascular treatment of a 60 mm abdominal aortic aneurysm. It was reported that during the index procedure, a calibrated pigtail marker catheter was placed at the flow divider. Hypogastric takeoff was marked with a retrograde hand injection and 9 centimeters was counted and a 16x10x93 was selected. The device was then inserted to the flow divider, but the device was not deployed as it appeared to be 3 centimeters short based on the graft markers. The device was then removed and replaced by a 124 length device, which initially appeared long but foreshortened approximately 1 centimeters as usually occurs. The 124 length limb was successfully deployed. As per the physician, cause of the event was that the device appeared to be labeled incorrectly (shorter than expected). No additional clinical sequalae were reported and the patient is fine.